Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The lesion was located in the left anterior descending (lad) artery. The tortuosity of the vessel is unknown. The lesion was calcified. However, the degree of stenosis is unknown. The lesion was pre dilated with an unspecified balloon. The physician encountered significant resistance while attempting to cross the lesion with the taxus liberte 20 x 2.25mm stent. The stent delivery system was removed from the patient. The proximal edge of the stent had "struts sticking out." The physician completed the procedure with another of the same device. No patient complications or injuries were reported. The patient condition is reported as "no complications reported."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A records review of the reported batch confirms that the device met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. Product unavailable for analysis.